Manufacturer narrative:
Product event summary: data files and the device were returned and analyzed. Data files showed that at least thirteen applications were performed with the balloon catheter without any issue on the date of the event. However, some applications were non-sustained. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon was introduced through the sheath. Functional testing of the sheath confirmed that the hemostatic valve was leaking. Air bubbles were observed through the valve. We suspect the valve disk was torn. The ¿unable to aspirate¿ product complaint could not be reproduced. In conclusion, the reported issue was not confirmed through testing and data analysis. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryo ablation procedure, air could not be aspirated through the sheath side port during air aspiration. The balloon catheter was advanced further and the syring was pulled out slightly strong. Due to the possibility of air ingress, the sheath was replaced. Air was aspirated through the side port with no issues. The case was completed with cryo. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.